Manufacturer narrative:
Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. A review of the manufacturing records for the finished device found no nonconformances or manufacturing irregularities that could have contributed to this issue.

Event description:
Dr. (B)(6) performed a revision surgery at (B)(6) hospital to address a broken 8.0mm fully threaded pelvic screw manufactured by a company other than osteocentric. The surgical team began by removing the damaged screw. They attempted to place an osteocentric 8.0 x 165mm can screw fastener full thd, using the same path. However, they were unable to fully seat the fastener. The fastener became bent, and the k-wire snapped during removal. The system includes a tap for use in dense bone, however it was not used in this instance. The second attempt with another osteocentric 8.0 x 165mm cann screw fastener full thd they tried placing the fastener, and this time drilled and tapped the bone to reduce resistance. Despite that, there was still enough resistance near the end that the fastener head snapped off when attempting to seat it at the iliac crest. After removing the broken fastener, the surgeon re-drilled and tapped again, and was then able to successfully place an osteocentric 170mm, 8.0mm cannulated fastener. There was no harm to the patient. The bent and broken fastener and k-wire were fully removed.